Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the helix got caught in a valve and tissue got stuck. As a result, there were high pacing thresholds and sensing issues. The physician decided to complete the procedure with another lead of the same model. No adverse patient effects were reported. This rv lead has not been returned to boston scientific.